Manufacturer narrative:
The device has not been returned for investigation, but based on the provided information, there is no evidence of a device malfunction. The physician reported having difficulty visualizing the stimulating probe tip under ultrasound; however, there have been no other known reports of difficult visualizing the components under ultrasound during over 500 procedures by other physicians. The implant procedure was targeting the intercostal nerve at the t9 level using an approach similar to an intercostal nerve block and pneumothorax is a known complication of performing an intercostal nerve block (documented rates range from 0.5% to 5.6%). This is the first report of pneumothorax during the placement of the sprint device, and over 150 procedures have been performed in which one or more intercostal nerves were targeted. This suggests that the likelihood of pneumothorax when implanting the sprint device is comparable to that of performing an intercostal nerve block.

Event description:
Patient had a complication and device placement couldn't be completed. During placement of the stimulating probe near the intercostal nerve at the t9 level, the patient experienced vasovagal syncope. He was moved off the table and into post-op to get his vitals under control. A chest x-ray showed a pneumothorax and he was moved to the ER for a chest tube. The patient was stabilized, kept for observation overnight, and was released with no further complication and no known lasting effects.